Event description:
Service found - (failed stop key does not work properly due to faulty phm keypad). Uim master software versions with a software configuration number ending in 6.13.90 will be categorized as remediated.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "channel b keypad is inoperative, stop and select keys" due to a defective keypad internal circuit. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Event description:
It was reported that a coronary stent was implanted in the right coronary artery. An intravascular ultrasound (ivus) catheter was used to image the stent placement. When the physician was finished imaging and withdrew the ivus catheter, it became caught on the stent. A guidewire was placed along side the ivus catheter to successfully release the ivus catheter from the stent. The patient condition is reported to be ¿fine¿.

Event description:
During service repair shop found "channel b keypad is inoperative, stop and select keys". Writer spoke with biomed regarding any additional information regarding process step of reported condition. Process step is still unknown and no patient injury was confirmed. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4). During service, a "channel b keypad is inoperative, stop and select keys" was discovered, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4)